Event description:
It was reported that the patient presented in clinic for follow up. During review of merlin transmissions oversensing of noise resulting in vf detection was observed. No changes were made to programming, however, rv oversensing was turned off on merlin.net. The patient was fine.